Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient was calling for two reasons 1) to get the contact information for a local representative (rep) and 2) they stated last week, their ¿stim drained out¿ and they added that they ¿used it all up¿ and they needed another one¿. The reps role was reviewed and the patient was redirected to their healthcare provider (hcp) to contact a rep. Patient services then clarified what the patient meant by the ¿stim drained up¿. The patient reported that they meant that the ins battery was dead and they needed to schedule a replacement surgery. The patient noted that they had a ¿7 year one and they drained the ins battery in 4.5 years¿. The patient was redirected to the hcp to schedule a replacement ins surgery. It was reported that the event occurred last week in 2018. No further complications were reported/anticipated.